Event description:
On (B)(6), 2014, a patient underwent treatment of a penetrating aortic ulcer with a conformable gore® tag® thoracic endoprosthesis. On (B)(6), 2020 an unspecified endoleak was reported. This was confirmed by the physician to be a type I distal distal endoleak caused by continual expansion of the common iliac artery aneurysm. On (B)(6) 2020 a reintervention was performed whereby the endoleak was treated with implant of an additional device. The patient tolerated the procedure.

Manufacturer narrative:
B.5. Updated. H.6. Conclusion code 1: 22: according to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleaks. H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
Checked b1 as adverse event. Added PMA number to g3/g4: p040043.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleaks.

Event description:
The following information was reported to gore: on (B)(6) 2014, a patient underwent treatment of a penetrating aortic ulcer with a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2020 an unspecified endoleak was reported. On (B)(6) 2020 a reintervention was performed whereby the endoleak was treated with implant of an additional device. The patient tolerated the procedure.